Manufacturer narrative:
The investigation determined that a discordant non-reactive vitros anti-sars-cov-2 total (cov2tot) result was obtained from a single patient sample processed using vitros immunodiagnostic products cov2tot reagent lot 0121 on a vitros 5600 integrated system. The most likely assignable cause for the discordant non-reactive cov2tot result is an issue related to pre-analytical sample mix-up, although this was not confirmed by the customer. Based on the fluid height changes of the sample, the discordant non-reactive result was obtained from a different sample other than the intended patient sample. The customer did not provide any qc fluid information so it was not possible to make an appropriate assessment of the cov2tot reagent performance at the time of the event. Additionally, precision testing of the vitros 5600 integrated system was not performed when requested, therefore, it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the event. In addition, it was not possible to establish if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2tot lot 0121. (B)(4).

Event description:
A customer reported a discordant non-reactive vitros anti-sars-cov-2 total (cov2tot) result obtained from a single patient sample processed using vitros immunodiagnostic products cov2tot reagent on a vitros 5600 integrated system. Patient result of 0.03 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).